Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8840, serial# unknown, product type: programmer.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver dilaudid (concentration unknown) at 0.428 mg/day, indicated for non-malignant pain. The patient stated that she is supposed to be getting a bolus every 4 hours with 6x in 24-hour period, but when she would check the time left by pressing the bolus button, the pump would deliver the bolus. It was stated that she went to the doctor and the doctor said that there was an error on his part with the programming. It was reported that the doctor accidentally changed the programming to allow her to bolus every 20 minutes. No patient symptoms were reported. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID (b)(4 lot# serial# unknown implanted: explanted: product type programmer, physician patient code (B)(6) on the pump updated to (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) on (B)(6) 2017. It was reported that the serial number for the (B)(4) programmer was unknown. The patient experienced an increase in low back pain. Actions/interventions taken to resolve the programming error consisted of an appointment being scheduled for the patient and they met with a manufacturer¿s representative. The programming error had been resolved. The patient¿s weight was also reported. There were no further complications reported/anticipated.

Manufacturer narrative:
Adverse event and product problem applies. It is now selected. If information is provided in the future, a supplemental report will be issued.